Event description:
It was reported that during a colectomy procedure, on the second firing, the staples malformed. The physician put some overstitches to close the tissue. There was no pt consequence.